Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device became inoperable after the screen cracked, consistent with a device mechanical damage issue affecting the display/touchscreen component; the user transitioned to a backup therapy and received instructions on shutdown, data handling, and continued cgm use. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included customer communication and return-request procedures for device evaluation. Investigation of this case revealed that the damaged display rendered the device nonfunctional and that the replacement device would not receive data transfer, requiring standard startup upon use. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to use conditions.